Manufacturer narrative:
Additional information: h6, h11. H11:the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the return screwed connector was disconnected from the filter blood header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component disconnection was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex m100 set was detached from the blood port screwed connector and leaked during priming. There was no patient involvement. No additional information is available.